Event description:
It was reported that, while in use on a patient, a (B)(6) ventilator went into backup ventilation. Although requested, additional clarifying information has not been provided.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. The customer does not want the ventilator evaluated at this time. If information is provided in the future, a supplemental report will be issued.